Event description:
The customer reported that while running an hcv assay, summit sample handler did not pipette diluent into well position b2 and no error message was given. A field service engineer was dispatched and could not duplicate the event. No death or serious injury was associated with this event.